Manufacturer narrative:
This is the first complaint opened for this dynaclip product family (3000-00-101010). This failure mode is accounted for in the risk management document risk-fa005-0001 (d-50260 risk management document-design, dynaclip, rev 10.). In the matrix under the inserter section, "difficulty releasing staple after successful insertion" is listed as a potential failure; it is ranked with a detection level 3, patient severity 3 and occurrence 1. Potential causes of failure for this risk include a manufacturing error, improper dimensions or material selection or poor ergonomics. It should be noted that car-00859 was opened for complaints relating to a similar issue with the dynaclip delta and quattro staple deployment from the inserter (parent case: (B)(4)), in which, the investigation stated that a probable cause for the issue was the arbor press. Prior to the CAPA, the arbor press was included in 2000.1726 dynaclip staple loading work instructions as an optional step. If the proper technique on the loading fixture is used, the arbor press is not needed. From the CAPA, the dynaclip work instructions were updated and no longer allow for the use of the arbor press, this includes all dynaclips. It cannot be confirmed for this specific scenario if the arbor press was used since the lot this staple came from was manufactured in february 2022 when the use of the arbor press was still permitted. However, in the case that the press caused this issue, it is no longer permitted in manufacturing. This is an isolated case, and the first occurrence reported. The hazard is an anticipated risk within the risk analysis matrix and a single occurrence is not an indication of a systematic issue necessitating a CAPA investigation. Therefore, no further action is needed.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - dynaclip would not release from inserter handle. Surgeon had to discard and use a 2nd staple, leading to a significant delay in surgery.

Manufacturer narrative:
This is the first complaint opened for this dynaclip product family (3000-00-101010). This failure mode is accounted for in the risk management document risk-fa005-0001 (d-50260 risk management document-design, dynaclip, rev 10.). In the matrix under the inserter section, "difficulty releasing staple after successful insertion" is listed as a potential failure; it is ranked with a detection level 3, patient severity 3 and occurrence 1. Potential causes of failure for this risk include a manufacturing error, improper dimensions or material selection or poor ergonomics. It should be noted that car-00859 was opened for complaints relating to a similar issue with the dynaclip delta and quattro staple deployment from the inserter (parent case: (B)(4), in which, the investigation stated that a probable cause for the issue was the arbor press. Prior to the CAPA, the arbor press was included in 2000.1726 dynaclip staple loading work instructions as an optional step. If the proper technique on the loading fixture is used, the arbor press is not needed. From the CAPA, the dynaclip work instructions were updated and no longer allow for the use of the arbor press, this includes all dynaclips. It cannot be confirmed for this specific scenario if the arbor press was used since the lot this staple came from was manufactured in february 2022 when the use of the arbor press was still permitted. However, in the case that the press caused this issue, it is no longer permitted in manufacturing. This is an isolated case, and the first occurrence reported. The hazard is an anticipated risk within the risk analysis matrix and a single occurrence is not an indication of a systematic issue necessitating a CAPA investigation. Therefore, no further action is needed.